Manufacturer narrative:
First the device underwent a status interrogation. The device status was mol1 at 6.01 v. 17 charge processes had been documented. The implant underwent an electrical incoming goods inspection and proved to be completely within all electrical specifications. In particular, there were no pacing or sensing defects. There was no electronic defect. The stored episodes confirm the complained-about over sensing. The connection system of the defibrillator was examined next. The screws of the shock and pace outputs were ok. Leads inserted in a test could be contacted with easy passage, low 0hm values, and reliably. The drill hole dimensions were all within the dimensions prescribed by the is-1 and the df-1 standard. There was no material defect or manufacturing error. In summary, the analysis was able to find the cause of the over sensing mentioned in the complaint. The inner lumen of the lead was worn though 36cm distal from the connector pin. This led to an intermittent state of low ohm values between the potentials, which, in turn, resulted in the complaint-about interference signals. There was however, no material defect or manufacturing error. Thus, this is not a production error; rather, the abrasion indicates sustained dynamic stress under pressure impact.

Event description:
Ous MDR. "After 20 months of implantation, interference signals caused several incorrect detections in 2007. Since we were unable to determine the exact cause of the defect, both lead and ICD were exchanged."